Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/31/2020. Additional information: h6 - method codes. Additional information was requested and the following was obtained: what was used to complete the procedure? Another thread. What tissue was being approximated or sutured when it broke during the procedure? During cutaneous suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (jv586 ; qabctwr0), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? What tissue was being approximated or sutured when it broke during the procedure?

Event description:
It was reported that an animal underwent a procedure on (B)(6) 2020 and suture was used. During the procedure, after a few tissue stitches, the strand broke in its length (and not at the suture area) without any excessive force application. Use of another device to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.